Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 2 of the bd extension set 1.2 micron filter were clogged. The following information was provided by the initial reporter: xxxx ci stating when they pause the pump the filter get clogged.